Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and replaced the pump motor for wash channel position 1 of the osp. The instrument was inspected, tested without further problem, and returned to svc.